Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported via phone call that the display of the customer's insulin pump fades when the act button is pressed. It was also reported that the insulin pump has cracks to the right corner of the display. Customer's blood glucose level was unknown. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test and the displacement test. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked belt clip slot and minor scratches on the display window.